Event description:
It was reported that during a routine device replacement procedure due to normal battery depletion, this right ventricular (rv) lead exhibited high impedance measurements. The physician elected to surgically cap and abandon this lead and a replacement rv lead was subsequently implanted to resolve the event. It is unknown at this time whether specifically the shock or pacing impedance measurements of this rv lead were elevated. At this time, this rv lead remains capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine device replacement procedure due to normal battery depletion, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). The physician elected to surgically cap and abandon this lead and a replacement rv lead was subsequently implanted to resolve the event. At this time, this rv lead remains capped and out-of-service. No additional adverse patient effects were reported.